Event description:
Underside of right arm rest has unidentified sharp edge or screw, pt cut themselves on arm rest when his arm fell under it. (Pt has limited to no mobility in the arm affected)laceration to right forearm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).